Event description:
The family member called about the back pressure sensitive alarm. It was indicated that the customer had not changed out the set and site. At that time, the contact was instructed to have the customer change out entire set and site. The next day, the family member called back and stated that an error alarm had occurred. The family member was assisted with reprogramming the pump. Later on that day, the family member called back. It was reported that the customer was hospitalized for high blood glucose and has pneumonia.